Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin 6, keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 180 mg/dl. Customer performed self-test and they received hardware low level failure error again. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.